Event description:
A customer reported that a pump declared an altitude alarm, and it was not possible to confirm it in history due to a malfunction captured in a separate issue. There was no reported impact to the customer's blood glucose level. Technical support planned to follow up to see if the customer could recall the alarm number.